Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient was injected with 1ml of juvéderm® volux¿ in the c1, c3, ck1, ck2, and ck3. A month later, the patient experienced ¿late onset inflammation¿ in the zygomatic and middle cheek. The patient was treated with deflazacort starting at 30 mg first 48 hours, followed by 60 mg for 72 hours, then 30 mg for 72 hours, 15 mg for 72 hours, and finally 7.5 mg for 72 hour. Symptom are ongoing.